Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that a patient underwent hip arthroplasty revision due to a dislocation.

Manufacturer narrative:
No devices or photos were received, therefore the condition of the components is unknown. Device history record review shows no deviations to the standard manufacturing process, and devices met all specifications. This device is used for treatment. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Product history search was done and there was no other complaints against this part and lot number combination. Patient¿s adherence to rehabilitation protocol is unknown. A definite root cause cannot be determined with the information provided.